Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that there were no hardware parts replaced and the system preformed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that there were five spins total and all of them were used. The original spin, the confirmation to question placement of first two screws (which weren¿t accurate), then, they immediately switched to the other imaging system for registration, the confirmation of first 4 screws, and the final confirmation of all screws.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manfacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, after implanting screws on left l2 and l3, the site found out they were inaccurate by 4 mm laterally. After taking their spins, they verified their accuracy with the passive probe. The site is rigidly affixing the reference frame with a spine clamp. However, the site is draping their patient reference frame and using non-medtronic metal and instruments. The site decided to proceed by taking a spin with a different imaging system. There was a 1 hour or longer delay to the procedure and no impact on patient outcome.